Manufacturer narrative:
On february 10, 2026, mentor became aware that the date of surgery was moved to (B)(6) 2026. Field d6b explantation date: (B)(6) 2026. This supplemental report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2025, mentor became aware that the date of surgery is (B)(6) 2025. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6) 2025 field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right hypertrophic scar. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent revision breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced bilateral hypertrophic scar and left side capsular contracture; baker grade iii postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).